Event description:
It was reported that during use with bd alaris¿ smartsite¿ extension set the device alarmed for occlusion. The following information was provided by the initial reporter: it was reported by customer that during the last 6 mls of kanuma infusing to patient, the pump began beeping for occlusion at patient side. Confirmed patency of port a cath by aspiration and flush. Then attempted to flush distal to smallbore tubing 0.2 micron low protein binding fliter needle-free valve. Determined occlusion was at the filter. Removed filter tubing and replaced. Infusion then completed without further occlusion. Faulty tubing sample saved.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ extension set the device alarmed for occlusion. The following information was provided by the initial reporter: it was reported by customer that during the last 6 mls of kanuma infusing to patient, the pump began beeping for occlusion at patient side. Confirmed patency of port a cath by aspiration and flush. Then attempted to flush distal to smallbore tubing 0.2 micron low protein binding fliter needle-free valve. Determined occlusion was at the filter. Removed filter tubing and replaced. Infusion then completed without further occlusion. Faulty tubing sample saved.

Manufacturer narrative:
H.6. Investigation summary: one sample (model #20029e, lot #21096128) was returned by the customer. It was reported by customer that during the last 6 mls of kanuma infusing to patient, the pump began beeping for occlusion at patient side. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set were connected to a 10 ml bd syringe and attempted to be flushed with water. The set was able to be flushed with force, however, the filter was leaking and bubbles were flushing out the distal end. There were no signs of excess solvent. A quality notification was sent to the supplier of the filter. The supplier of the filter was able to confirm the failure. After the investigation, the root cause was determined to be that the hydrophobicity of the membrane was compromised, possibly due to the medications/fluids being used. A device history record review for model 20029e lot number 21096128 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 27sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10